Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that twelve knives were found to be dull. Procedure details information is unknown. There was no report of any patient impact. Additional information has been requested. Additional information received further clarified that the dull knives are ongoing and recurring, but with a minimum of twelve occurrences. The dull knives are noted as soon as they are attempted to be used during cataract surgeries. An alternate knife is obtained in order to complete each procedure. There has been no harm to any patient.